Event description:
It was reported during hemi arthroplasty, prosthesis used when taken out of wrapper had fuzz like cotton ball on it.

Manufacturer narrative:
An event regarding foreign material involving an accolade ii stem was reported. The event was not confirmed. The outer box, shrink wrap and device were returned. The outer box and shrink wrap were open on one side. The returned stem was unremarkable. There was no evidence of any type of cotton ball or fuzz returned. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because the reported foreign material was not returned to stryker for analysis.

Event description:
It was reported during hemi arthroplasty, prosthesis used when taken out of wrapper had fuzz like cotton ball on it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.